Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient states that when he awoke he had left sided weakness and loss of speech. The episode lasted for around ten (10) minutes and resolved. Patient admitted to implanting hospital for observation and investigation. It was stated that there were no alarms triggered during the episode. It was further stated that there were no treatment given. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Tia is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient states that when he awoke he had left sided weakness and loss of speech. The episode lasted for around ten (10) minutes and resolved. Patient admitted to implanting hospital for observation and investigation. It was stated that there were no alarms triggered during the episode. It was further stated that there were no treatment given. Patient remains well and in hospital for observation.